Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: visual inspection revealed a battery compartment crack and stripped threads in the battery cap. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the display and battery compartment issues, the audio bolus button was found to be torn; investigation confirmed that the button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.